Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the entire distal portion of the stent was damaged. The stent struts were severely stretched and distorted with the most distal struts having the appearance of being pulled out over the catheter tip section. The proximal portion of the stent was still securely crimped onto the balloon wall. The stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation a stent damage occurred. A 32 x 2.25 promus premier¿ stent was selected to treat the lesion. When the device was taken out from the hoop it was noted that the stent was stretched. It was suspected that the stent had gotten caught on something. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Event description:
It was reported that during preparation a stent damage occurred. A 32 x 2.25 promus premier¿ stent was selected to treat the lesion. When the device was taken out from the hoop it was noted that the stent was stretched. It was suspected that the stent had gotten caught on something. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.